Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Based on the analysis, the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported a cartridge alarm occurred during insulin delivery. Additionally, it was reported that an occlusion alarm occurred. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.